Manufacturer narrative:
An investigation for the reported condition was performed. There were no samples submitted with this complaint. The complaint shall be reopened if a sample is received the reported condition is not confirmed. Unable to determine whether the received product(s) or supporting materials meet specifications or not. The device history record (DHR) file was reviewed indicating that product was released meets all quality standard requirements. No physical sample was received for this report; the root cause of the reported condition stated by the customer could not be determined. A formal investigation action being taken to address this issue. The process is running according to product specifications meeting quality all acceptance criteria. We will continue monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 07/18/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the 7 mm suction tubing in the total knee pack is kinked and causing issue with the suction flow. The kink appears on one end and not the other end.